Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: it was also noted that the patient had a bowel movement 3 days post op instead of the usual 5 days. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was complete transection of the washer confirmed? How was the leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current patient status?

Event description:
It was reported that 3 days after a colon resection procedure the patient developed a leak. The procedure was performed using the robot with a robotic stapler and green reload and the ecs29a. The patient passed the leak test during the procedure and the doughnut was shaped properly. It is unknown how the leak was treated, however the patient is doing fine.